Manufacturer narrative:
Additional information: d10, h3, h6 analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented a follow-up in clinic exhibiting pocket stimulation. Further investigation found that the left ventricular lead had become dislodged. Physician explanted and replaced the lead for a shorter one on 2 sep 2020. Patient condition was stable after the procedure.